Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419488 implantable pacing lead: (B)(6) 2010. 4469 competitor implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed an exit block. The right ventricular (rv) lead had a rapid rise in threshold. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.